Manufacturer narrative:
Conclusion - software/firmware caused event, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that the site's dell handheld computer screen became frozen after performing an interrogation on a patient's device. The event was resolved with a soft reset.